Event description:
The patient presented in-clinic due to multiple episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). The implanted device appropriately delivered high voltage therapy; however, the shocks were unable to convert the arrhythmias. The patient was hospitalized, and external defibrillation was delivered to terminate the arrhythmias. No device malfunction was suspected as the patient had been noncompliant with their medication regimen. Reprogramming is being considered; however, no further intervention was performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the device was later explanted and replaced with an extravascular device.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.